Event description:
It was reported during surgery the surgeon was implanting a 2.3mm x 18mm locking cortical screw (part number co-t2318) when the 1.5mm hex driver tip, locking groove (part number 80-0728) snapped into the screw head. The failed driver tip was successfully removed from the head of the screw. The surgery was completed with a spare 1.5mm hex driver tip, locking groove after a 2-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00643 for the screw involved in this event.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported 2.3mm x 18mm locking cortical screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the 2.3mm x 18mm locking cortical screw (part number co-t2318) was unknown. However, the reported 1.5mm hex driver tip, locking groove was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 604088) was examined visually under magnification. The returned driver exhibited breakage at the male hex drive end; instead of terminating with a standard male 1.5mm hex drive feature, this device instead terminated with a fractured surface cutting through the drive feature. The broken-off tip portion of the drive feature was not returned for evaluation; the ensuing evaluation will be for the breakage on the returned main body portion of this driver. The main driver's body's drive interface terminated in a fractured surface. The observed fracture was highly oblique/angled to the device axis and the surface exhibited significant bowing/cupping/warping; the combination of both the oblique angulation and the cupping resulted in the fractured surface appearing to spiral about the axis of the device. The surface was textured and bumpy. Regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility); regions adjacent to the fractured surface appeared jagged, rough, and sharp. The drive feature (read: edges of the hex drive) did not appear to be twisted about the device axis. The drive feature appeared to be slightly bent off-axis. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large torques and/or unusually large loads are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis; these complex loading scenarios may also result in the lobes of the drive feature being bent off-axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243 investigation conclusions code (annex d): updated to 4315.